Event description:
Customer reported the insulin pump had alarmed during manual prime and he was just released from the hospital. Customer was hospitalized due to high blood glucose of 225 to 240 mg/dl. Customer's current blood glucose was 248 mg/dl. Customer's symptoms were nausea and vomiting. Customer was nausea's, pain in chest and shoulders and was vomiting. Customer stated he was in a car accident and he was the driver. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-74189 for motor error.